Event description:
It was reported that the bronchovideoscope displayed an e315 error message. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section b5, h6 and h11 of the initial report. Corrected fields: b5, h6- medical device problem code & investigation findings, h11 the device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscope is submerged in liquid, and black water is leaking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e315 error was due to mechanical stress, such as impact or a fall, is suspected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address: (B)(6). The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: image loss occurs during angulation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information, including component damage or degradation, environmental issues such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, and electrical issues like signal loss or circuit breaks. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed poor image quality when distal end was bent. The issue occurred during preparation for use. There were no reports of patient harm.